Event description:
It was reported that a user experienced a continuous glucose monitor pairing failure when attempting to connect a libre 3+ sensor to an ilet system, resulting in an inability to establish communication until the sensor was re-scanned using the ilet mobile app, after which the sensor entered its standard warmup period. Symptoms included loss of cgm data availability prior to successful pairing. Outcomes included restoration of cgm data flow following successful initiation of sensor warmup and user education on the 60-minute warmup requirement. Investigation included guided troubleshooting on the ilet and the ilet mobile app to verify pairing steps and to repeat the scan procedure. Investigation of this case revealed a pairing process error that was resolved by re-initiating the scan within the mobile app, consistent with user setup error rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction during setup leading to an initial unsuccessful pairing, resolved through standard troubleshooting.